Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient underwent a pump exchange on (B)(6) 2014 due to a pump pocket infection. The pump was exchanged for another manufacturer's pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.